Event description:
It was reported that an infusor leaked from the fill port during filling. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received and was visually inspected and functionally tested. During the functional testing, a leak was observed at the solvent-bonded junction of the tubing and the stress-member during filling. The root cause of the leak was determined to be insufficient solvent applied on the tubing. Should additional relevant information become available, a supplemental report will be submitted.